Manufacturer narrative:
H3 device evaluated by MFR: the lotus edge device was returned for evaluation. The device was returned fully sheathed. A compression as noted on the outer sheath (os) 1 cm proximal to the os tip. The device was unsheathed and visual inspection of the valve components found no issues. The device was locked and the valve was released without issue. No other issues were noted with the device.

Event description:
It was reported that a shaft kink occurred. Vascular access was obtained via the right femoral artery. The anatomy was severely tortuous and severely calcified. A large lotus introducer sheath was positioned into the right femoral artery without resistance. A 27mm lotus edge valve was prepped in accordance with the directions for use. The 27mm lotus edge valve system was inserted 10cm into the large lotus introducer sheath when the physician felt high resistance. The 27mm lotus edge valve system was stuck in the large lotus introducer sheath. The physician attempted to remove the 27mm lotus edge valve system but the attempt was unsuccessful. The 27mm lotus edge valve system and the large lotus introducer sheath were removed together. A kink was noted 3cm behind the nosecone on the 27mm lotus edge valve system. The procedure was completed with a new lotus introducer sheath and a new 27mm lotus edge valve system and grade 0 paravalvular leak. No patient complications were reported. The patient has been discharged.

Event description:
It was reported that a shaft kink occurred. Vascular access was obtained via the right femoral artery. The anatomy was severely tortuous and severely calcified. A large lotus introducer sheath was positioned into the right femoral artery without resistance. A 27mm lotus edge valve was prepped in accordance with the directions for use. The 27mm lotus edge valve system was inserted 10cm into the large lotus introducer sheath when the physician felt high resistance. The 27mm lotus edge valve system was stuck in the large lotus introducer sheath. The physician attempted to remove the 27mm lotus edge valve system but the attempt was unsuccessful. The 27mm lotus edge valve system and the large lotus introducer sheath were removed together. A kink was noted 3cm behind the nosecone on the 27mm lotus edge valve system. The procedure was completed with a new lotus introducer sheath and a new 27mm lotus edge valve system and grade 0 paravalvular leak. No patient complications were reported. The patient has been discharged.